Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned although it was initially reported femoral head and acetabular liner would be. A search of the complaints databases against the provided product and lot code combinations found one other report against the (B)(4) femoral head for pain. The complaint was closed with a non-verifiable conclusion. A review of the device history records found no manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presenting with pain.